Manufacturer narrative:
The shock coil has been slightly stretched, otherwise the lead is within elecrical and mechanical specifications. Cannot verify the complaints.

Event description:
The reporter indicated that after having introduced the lead, reporter was push it forward into the right ventricle. The lead"folded" up two or three times at the level of the coil. The aspect of the coil was no longer typical afterwards. The damaged lead will be sent in for analysis. Pt info was unavailable.